Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and a drop in r-waves post implant. Reprogramming was performed, and a revision procedure done to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.